Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to a malfunction on the insulin pump. Customer's blood glucose levels at the time of hospitalization was 597 mg/dl. Customer stated that she may have given herself too much insulin as the insulin pump was not showing the proper delivery amount. Customer's blood glucose dropped down to 24 mg/dl. Customer's current blood glucose was 334 mg/dl. Customer stated that she was out of it and was not feeling well. Customer treated blood glucose levels with manual injections and an IV drip. Customer was removed from the insulin pump when the paramedics arrived. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issues could not be determined. Product is not being returned or replaced.